Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-nov-2008, UDI#: (B)(4) ; product ID: 8578, serial/lot #: (B)(4), ubd: 18-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were cancer chemotherapy and prostate. On (B)(6) 2019 a catheter revision was done. No patient symptoms and no further complications were reported regarding the event.